Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Protecta devices could not be interrogated. The hard drive was found damaged. The link electronics module printed circuit board was found out of electrical specification.

Event description:
It was reported that the programmer was unable to interrogate protecta devices. It was also noted that the updated software had been installed, and a different rf (radio frequency) head was tried but the situation did not resolve. The programmer was sent back for repair. No patient involvement or complications were reported as a result of this event.